Event description:
Complainant reported that while performing a coronary angiogram and angioplasty, air was coming into the syringe during aspiration. There was no air injected and no harm or injury to the patient or the clinicians.

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.